Event description:
I have used poligrip denture cream since about 1991. Since I have used poligrip in 2003, began to have a loss of feeling in my arms and legs. I was diagnosed with myoneuropathy in 2005 and then also at the clinic the same year. The test results showed high levels of zinc and extremely low levels of copper. My neuropathy is ongoing and will require medical treatment for rest of my life. Dose or amount: denture cream. Frequency: twice daily. Route: oral. Dates of use: 1991 to present. Diagnosis or reason for use: denture adhesive. Event abated after use stopped: no.